Event description:
Philips received a complaint on the intellivue hemodynamic extension indicating that a network outage prevented hemodynamic monitoring for approximately 6 minutes. During the emergency examination and intervention of a coronary patient with two blocked coronary arteries, arterial pressure was almost undetectable; however, a non-invasive blood pressure measurement could not be started for approximately 6 minutes due to the network outage. It was determined the invasive blood pressure measurement was unstable due to the catheter. The customer indicated there was no actual harm to the patient but there was the potential risk. Blood pressure was able to be monitored using a mobile monitor.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.